Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration #1419652) on behalf of the manufacturer medibo medical products nv (registration #300446821). The arjohuntleigh service rep found evidence of misuse, in which the lift was caught underneath something during the upstroke of the actuator. This caused extensive bending of the lifting arm; the bending of the arm placed additional tension on the bolts which over time caused them to snap under load. During a survey of the room, the service rep found that the lifting arm fit underneath a metal support bar near the toilet. Additional info will be provided following the conclusion of the manufacturer's investigation.

Event description:
(B)(6) was transferring the resident from the shower chair to the wheelchair. They placed the resident in the sling and began raising the lift and resident. At that time, the bolts connecting the lifting arms to the mast sheared off. This resulted in the lifting arm and resident - who was attached to sling - to fall backwards against the wall. The resident fell on his behind while bumping his head against the wall. The (B)(6) obtained assistance and used a different device to finish the resident transfer.